Manufacturer narrative:
Angina, ischemia and death as noted in the xience v (IFU), are known adverse events associated with coronary stenting. The pt effects, along with dyspnea, respiratory arrest, cardiac arrest, and hospitalization are listed in risk assessment, as no-fault post-procedure complications. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina, dyspnea, respiratory arrest, ischemia, and death are secondary effects of the cardiac arrest, requiring hospitalization.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated ramus with a xience v stent. In 2009, the pt began to have increased chest pain and shortness of breath. The pt was evaluated by the cardiologist twenty days later, and was restarted on toprol and imdur, and the functional ischemia study was positive. The pt was instructed to follow up a week later with cardiologist. The pt was found unresponsive, and arrived at the hospital intubated and in cardiac arrest. The pt expired two days later. An autopsy was not performed and the cause of death was not reported. There is no additional info available.